Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the customer purchased breath delivery (bd) printed circuit board (pcb), which resolved the reported issue. The se reinstalled the software. The ventilator passed self-testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator became inoperable. The patient was transferred to another ventilator without harm.